Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of noise due to emi resulting in oversensing and mode switch were noted on the device. Technical support was contacted and confirmed noise due to emi. No intervention was performed at this time. The patient was stable.